Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was seen for a follow-up appointment and in situ measurements showed some affected channels. There have been no changes in the patient's health and no report of accident or trauma. Re-implantation has been tentatively scheduled.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: based on the received information and impedance measurements, damage to the active electrode is suspected i.e. Due to minute device mobility. The patient is due to undergo re-implantation surgery in (B)(6) 2016.

Event description:
The patient was seen for a follow-up appointment and in-situ measurements showed some affected channels. There have been no changes in the patient's health and no report of accident or trauma. Re-implantation scheduled for (B)(6) 2016.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure, even though no such causal event, like an accident, is mentioned in the patient report. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The bilaterally implanted patient was seen for a follow-up appointment and in-situ measurements showed some electrode channels with status hi impedance. There have been no changes in the patient's health and no report of accident or trauma received. The patient was re-implanted.